Event description:
It was reported that a loss of rotation occurred. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in the leg. The device was used for approximately 4 minutes. After rex mode, another pass was attempted in blades up mode; however the catheter did not work anymore. It was noted that the roller pump unit was turning but the motor did not work and the catheter tip was not turning. The device was removed from the patient and tested once more outside the patient with the same result. The procedure was successfully completed with another catheter. No patient complications were reported and the patient's status is fine. It was further reported that the lesion was totally occluded. The vessel was not tortuous and the vessel was severely calcified. No error message displayed.

Manufacturer narrative:
Describe event or problem: additional information. Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter. The shaft and the remainder of the device were inspected for damage. Visual examination showed no damage. The functionality of the device was checked by setting up the product per the directions for use. The device primed and ran as designed. The device was run for a period of 3 minutes in blades up and blades down modes with no issues or errors. Inspection of the remainder of the device revealed no other damage or irregularities.

Event description:
It was reported that a loss of rotation occurred. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in the leg. The device was used for approximately 4 minutes. After rex mode, another pass was attempted in blades up mode; however the catheter did not work anymore. It was noted that the roller pump unit was turning but the motor did not work and the catheter tip was not turning. The device was removed from the patient and tested once more outside the patient with the same result. The procedure was successfully completed with another catheter. No patient complications were reported and the patient's status is fine.